Event description:
Opening up the sterile pack and there was a hair in the blue basin. The back table and supplies were wasted. This delayed the case by about 10 minutes. The pack was removed. The pack was made by (B)(4). New setup completed and procedure continued.